Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of item # 32-486130 lot # zb110402 found that the handle component 32-486130-01 has component 32-4861-30-04 fractured off in it. All pieces were not returned. The device also exhibits wear consistent with usage of device. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for approximately 11+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was received broken in a rotating kit. There was no patient involvement.